Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was intentionally implanted more ventricular. Severe central aortic regurgitation (ar) and severe paravalvular leak (pvl) were reported. A second valve was implanted in an optimal position resolving the central ar and pvl. No additional adverse patient effects were reported.